Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1 -delsys] (serial: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of the leadless implantable pulse generator (ipg), the introducer was placed near the right atrial (ra). The dilator was removed and under fluoroscopy air was noted in the left atrium. It was also reported that the device exhibited high thresholds and a clot was lodged in the cup. The system was attempted/not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that post procedure the patient experienced altered level of consciousness and acute loss of consciousness with repository failure with concerns for air embolism and cerebrovascular accident with cerebellar herniation, pain/chest pain/abdominal pain, fever, chills, discomfort and nystagmus since the stroke. It was also noted that the patient experienced dizziness, intermittent headaches, nausea and vomiting. It was further noted that the patient developed a pseudoaneurysm and possible arteriovenous fistula, palpitations were also noted. It was further noted during leadless ipg placement that during crossing of the catheter into the left heart it was exhibited that patent foramen ovale was present as well as prolonged bleeding from the right groin femoral vein cannulation which required placement of a femostop. It was further noted that the patient experienced renal artery stenosis due to atherosclerosis. It was noted that the patient experienced generalized edema that was now resolved and experienced fatigue. It was noted that the patient experienced mild pharyngeal dysphagia, edema, weakness and inferior right cerebellar cystic encephalomalacia. It was further noted that the patient was treated with medication. It later noted that the patient experienced orthostatic hypotension, lightheadedness and suboccipital extracranial fluid collection. It was later noted that patient experienced supraventricular tachycardia (svt), atrial fibrillation (af), moderate hiatal hernia and borderline cardiomegaly. It was noted that there is mild mitral and tricuspid regurgitation and aortic calcifications. It was further noted that the patient experienced noted asymmetric right axillary adenopathy, trace bilateral pleural effusions, minimal bibasilar dependent atelectasis, inferior right cerebellar cystic encephalomalacia. It was noted post implant the patient was transported to the operating room for right posterior fossa decompression, experienced left side of the body numbness and tingling. It was further noted that the patient experienced atherosclerotic heart disease, hypertension, orthostatic hypotension, tachycardia, aneurysm of a lower extremity artery, old myocardial infarction, acid reflux, abdominal pain, constipation, nausea with vomiting, hypothyroidism, abnormalities in gait and mobility, cognitive issues, dysphagia, hemiplegia, sequelae of intracranial hemorrhage, dizziness, shortness of breath, visual field defects, anemia, headaches, ventricular bigeminy and general malaise. It was noted that the leadless ipg exhibited threshold and sensing that was not acceptable. It was further noted that the patient experienced bradycardia and pauses.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced a stroke, right groin pseudoaneurysm and an arteriovenous (av) fistula in the right groin, post procedure of a leadless ipg placement as a result of an air embolism. It was further noted that the patient experienced a cerebral infarct as a result of the placement, syncopal episodes and mild to severe cognitive disorder deficits have also occurred. It was further noted that the patient underwent a right posterior fossa decompression/craniotomy and developed symptoms of nausea and vomiting, resulting in a gastrostomy tube and jejunostomy tube being placed. The patient also experienced residual left sided weakness and ataxia with fine motor movements since stroke, trigeminal neuralgia, osteoporosis, pseudoaneurysm, vertigo and abdominal pain were also observed. It was reported that a persistent left- sided facial pain occurred, numbness and tingling and chronic right peripheral edema were also noticed on the affected side. The patient underwent physical/occupational therapy due to stroke. A computed tomography angiography (cta) was performed for better visualization of the fistula and pseudoaneurysm as well as compre ssive therapy to help her lower extremity swelling symptoms. It was further noted that intermittent paresthesias of the right lower extremity occurred. It was further noted that the patient experienced a fall which resulted in left upper extremity shoulder impairment. It was reported that the patient experienced pseudoaneurysm of the right distal common femoral artery and an arteriovenous fistula (avf) between the common femoral artery (cfa) and the common femoral vein (cfv), which resulted in the patient experiencing numbness and tingling sensations.